Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was up all night with a high blood glucose level. Customer's blood glucose level was 431 mg/dl. She had two bent infusion set cannulas. The device was not returned.